Event description:
It was reported to philips that the device was unable to boot up. No harm was reported. A philips field service engineer (fse) visited the site and confirmed the host computer was not turning on. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. The fse restarted the system multiple times to resolve the issue. After several restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.